Event description:
Man with end stage arthrosis of the left hip underwent total hip arthroplasty on (B)(6) 2008. The hip stem broke 1.7 years later requiring a surgical revision. Wright medical technologies size 56mm solid lineage acetabular component with a group ii 32mm ID alumina ceramic acetabular liner and a profemur renaissance size 18 standard femoral component with a long varus neck and a 32x+3.5 alumina ceramic femoral head component.